Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during implant, after the left ventricular (lv) lead was placed, it dislodged after a gentle pull test. The lead was repositioned, however, it dislodged after the catheter had been slit. There was a concern that the helix had been slightly deformed and bent in one of the dislodgement. A new lead was attempted, however, that lead dislodged after slitting as well. A new lead was implanted. No patient complications have been reported as a result of this event.